Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was tested with a water filled test reservoir and no bubbles were noted. The pump delivered all boluses programmed during testing. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no insulin flow blocked and delivery anomaly. Customer's blood glucose at time of incident was 12.0mmol/l. Customer stated that there were air bubbles in the tubing and did not disappear despite her priming the tube repeatedly. Customer was advised to prime 5 units. Customer stated sometimes insulin exited but most of the time there was no insulin at the end of tubing. Customer was advised to perform high pressure test and pump did not alarm for insulin flow blocked and there was no insulin at the end of the tubing. Customer was advised to return the pump and we will replace it.